Event description:
Reporter alleged that pt's device may have contributed to a low blood glucose (56 mg/dl) reaction in which the pt experienced a seizure. Pt self-treated with glucagon and orange juice. Pt had been sick with the flu for three days prior to incident, and had continuous low blood glucose levels.